Event description:
According to the complainant a prosa was not adjustable and operated in overdrainage postoperatively. The valve was implanted on (B)(6) 2015. The valve was explanted on (B)(6) 2017 and returned to the manufacturer. Further details were not provided. Height: 160 cm.

Manufacturer narrative:
This complaint was reopened in reference to qab 2154. Investigation: ( description incoming product condition) the valve was received submersed in an unidentified liquid via the provided return kit. Result: first we performed a visual inspection of the valve. Although no significant deformations or damage of the valve were detected during the visual inspection, the measurement of the plane parallelism has revealed that the valve is slightly outside tolerance. Next we tested the permeability, adjustability, opening pressure of the valve, as well as the brake functionality and braking force. Albeit with difficulty, the valve was permeable and could be adjusted to all settings. The brake function is fully operational and the braking force is within the given tolerances. The test run in vertical position has shown that in the vertical position the opening pressure is slightly out of tolerance. We can confirm the suspected overdrainage. The measured values of the second test showed a clear improvement. Presumably, distilled water flushed out any deposits inside the valve. Further testing would result in a continued improvement of the values. Next, we have dismantled the valve. Inside we have found a buildup of substances (likely protein). Based on our investigation, we can confirm that the valve showed an increased flow of liquid, likely due to the deposits observed inside the valve. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miehtke (B)(4). No further actions required.